Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 412 mg/dl. Customer stated the blood glucose was high due to disconnection of the set. The customer stated that they also had issues with uploading carelink data. The product was not returned for analysis.